Manufacturer narrative:
No pt info, as no pt involved in this concern. Medtronic rep advised the site to replace the faulty vertek arm.

Event description:
The site reported that the vertek articulating arm on the stealthstation was not working correctly. No pt was present.